Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was in the normal operating altitude range. Customer's blood glucose level was 122 mg/dl. Reportedly, customer loaded a new cartridge and the alarm was cleared.